Event description:
Per the clinic, the patient developed flap infection at the implant site for approximately two months (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported); however, the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.